Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported cause was unknown; impedances were within normal limits. The rep reprogrammed patient to dtm, checked impedances and requested patient to make a log. Ipg recharge interval was at 23 hours, charge was excellent per last 10 recharges. The rep reprogrammed patient to dtm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient implanted with a neurostimualtor (ins). Patient reported that she charges her stimulator in the morning and during the nighttime, her stimulation turns off by itself. Patient notices her stimulation is off in the morning. This has happened several times. Patient indicated she met a manufacturer representative on (B)(6) 2020, who had informed patient that she would get 1.5 days between charges. Patient indicated she is not getting that much. Patient indicated she charges her controller to 100%, she would then charge her implant, see the excellent coupling and let the controller goes to sleep. The implant would only charges up to 70%, never to 100%. Patient indicated she would attempts to charge for hours and her ins would only goes up to 70%. Reports during that time while charging, her controller li ion battery drains and then she has to plug her controller to the wall and charge the controller. No symptoms and no further complications were reported.